Event description:
The customer's mother reported that the customer was hospitalized because the customer was having problems priming the insulin pump. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that is was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.